Manufacturer narrative:
The device was not returned for evaluation. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined that the reported difficulty advancing the device and balloon rupture appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the moderately calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an 85% stenosed de novo lesion in the proximal left anterior descending (plad) with moderate calcification and mild tortuosity. For pre-dilatation, the 5.5x12mm nc trek neo balloon dilatation catheter (bdc) was advanced to the target lesion with resistance due to the anatomy. The balloon was inflated; however, the balloon ruptured during the first inflation at 6 atmospheres (atm); therefore, the bdc was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another trek balloon was used to continue the procedure. No additional information was provided.